Manufacturer narrative:
Per the user guide: do not remove or add insulin from a filled cartridge after loading onto the pump. This will result in an inaccurate display of the insulin level on the home screen and you could run out of insulin before the pump detects an empty cartridge. This can cause very high bg, or diabetic ketoacidosis (dka). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose was 222mg/dl. Pump system check was performed and source of occlusion could not be determined. A minimum fill notification was received during the system check. Customer reported to have at times added and removed insulin from cartridge outside of the load sequence. Customer reverted to using an alternate method of insulin therapy.